Event description:
On (B) (6) 2010, pt reported he shut his locker while at work and the infusion set got hung up on the locker and pulled out of his body. Pt reported when he got home his blood glucose was 380 mg/dl and he took 10 units of insulin by bolus. Pt stated when he arrived home; he put on a new infusion set. Pt has checked and his blood glucose is down to 220 mg/dl and 230 mg/dl. Pt inquired as to what to do. Advised cannot give medical advice. Advised pt to monitor his blood glucose closely tonight. Pt's normal blood glucose range is 90-135 mg/dl. On call back on (B) (6) 2010, pt reported his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.